Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01-mar-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/22/2018 with the following findings: there was no evidence of short battery life in the black box data. There was no moisture in the pump. The returned battery cap fit properly to the pump. Electrical current draws measured within required specifications. A battery life issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.